Event description:
It was reported that an "old" catheter was seen in the intrathecal space.

Event description:
It was reported that a micro leak of the catheter occurred after a disc prolapse of the patient and the health care provider noticed an abnormality of the drug delivery system. The hcp ordered a magnetic resonance tomography (mrt) with contrast agent in the sideport which had confirmed the leak. The catheter was explanted and then revised. It was reported that the patient was alive with no injury or adverse event. The drug delivered via pump was unknown. Additional information had been requested, but was unavailable as of the date of this report.

Event description:
Additional information received reported that the patient had no symptoms related to the event. It was further noted by the healthcare provider that it was believed possible that "anatomic deviation had caused the microleak" event as previously reported regarding the disc prolapse. The mrt images "clearly" identified the leak outside of the intrathecal space. Reporter stated that the patient was "ok and receiving effective therapy". The medication in the pump was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter found that there was difficulty with catheter and guidewire interaction. It was also found that there was damage to the catheter body and/or guidewire during implant procedure. A hole was found in the catheter at the 28 cm marking. The characteristics of the hole were very typical of a shear hole caused by an interaction of the catheter with its guidewire during the implant procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.